Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 445mg/dl. Customer experienced blood glucose level of 337 mg/dl. Customer was treated with insulin pump. Customer was not using auto mode. Customer declined to check air bubbles and leak. Customer stated that the insulin pump had multiple insulin flow block alarms. Customer had bleeding on tape. Customer did high pressure test and it was passed. The insulin pump will not be returned for analysis.